Event description:
A distributor from sweden reported a malfunction of a customer's insulin pump, identified with a specific malfunction code. The impact on the customer¿s blood glucose level was not reported, and there was no information available about the customer¿s blood glucose level at the time of the event. As a corrective action, the pump, which was within warranty, was replaced. The customer declined to disclose the type of backup therapy to be used.